Event description:
On june 20, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal rha 4 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 0.6 ml of teosyal rha 4 in the nasolabial folds. The injection was done with a needle using the retrotracing technique. On the same day, the practitioner noticed a vascular compromise, as the patient presented with livedo reticularis on the nose, the left nasolabial fold and the white lip. As a corrective action, 600 ui of hyaluronidase were immediately administered (four injections of 150 ui) and the following treatment was prescribed: - nonsteroidal anti-inflammatory drug (aspirin 300 mg): 1 tablet. - topical antibiotic: (mupirocin 2%): twice a day for 7 days. One day after the injection, on (B)(6) 2023, another 1500 ui of hyaluronidase were administered (one injection), and the following treatment was prescribed: - nonsteroidal anti-inflammatory drug (aspirin 100 mg): 1 tablet per day for 7 days. Finally, on june 20, 2023, we were informed that the vascular compromise was fully resolved without any further complications.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated propmtly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.